Manufacturer narrative:
(B)(4). Physio-control provided customer with the part number and ordering information for a replacement set of paddles. The removed paddles will not be returned to physio-control for evaluation; therefore, further investigation cannot be performed.

Event description:
It was reported by the customer's biomed that the device would intermittently not recognize the paddles. It was indicated that there was damage in the paddle's connector. There was no pt use associated with the reported failure.